Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for complex reg pain syndrome type I and spinal pain. It was reported tha the patient had been getting stimulation in their ribs since 2016. The patient was adjusted on the day of the call ((B)(6) 2017) to avoid rib stimulation. The patient reported a burning sensation around the pocket site. The manufacturer representative used a simple bipole at the top of one of the leads at 60 microseconds in the reprogramming. It was reported that the patient had tenderness around the pocket site that may be related to weight loss. This was reported to have occurred in (B)(6) 2017. The patient had shocking at the pocket site when something touched the ins. This started in (B)(6) 2017. It was noted that the patient had lost stimulation and had a loss of coverage after an ablation procedure on (B)(6) 2017. Confirmation was received that before the ablation the patient had been getting good coverage of their back. The patient fell at the end of november. All impedances were within general range of 600-800 ohms across all references. There were some outliers but there was nothing below 100 ohms and it topped out at around 1000 ohms. It was reported that a revision of the implantable neurostimulator (ins) was expected to try to orient the ins in order to eliminate the tenderness but now they may consider a full revision of all of the components due to the various ev ents reported. The manufacturer representative confirmed that they were made aware of these issues on the day of the call ((B)(6) 2017). No further complications were reported.

Manufacturer narrative:
Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead; product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Analysis of the leads found insignificant anomalies. The outer insulation of the leads was melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) on (B)(6) 2017 reporting that pre-stimulator weight from (B)(6) 2015 was (B)(6)lbs and patient weight on 2017 (B)(6) was reported to be (B)(6). X-rays were taken for the rib stimulation and burning sensation at the implantable neurostimulator (ins) site. The x-rays showed everything was normal. The patient lost stimulation prior to rfa procedure. It was reported that the fall was in the middle of september not november. It was reported that the revision surgery had not happened. No further complications were reported.

Manufacturer narrative:
Product ID 977a160 lot# (B)(4) implanted: (B)(6)2016 explanted: (B)(6)2019. Product type lead product ID 977a160 lot# (B)(4) implanted:(B)(6)2016 explanted:(B)(6)2019. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient via a manufacturer representative (rep). It was reported that since implant, the patient could not tolerate the stimulation due to its painful nature. The patient said it stimulated her abdomen and ribs as well as causing pain in her upper back.the patient claimed that there were multiple attempts at reprogramming. The surgeon removed one implanted lead and then placed a new one. Stimulation results were not satisfactory on the remaining implanted lead so it was also removed and another new lead was placed. Proper stimulation was confirmed, and the leads were then connected to her battery and her incisions were closed. New leads were placed under intra-operative guidance and testing. The patient appears to have good coverage and no undesirable stimulation. No further complications were reported.

Manufacturer narrative:
(B)(4) product ID 977a160 lot# serial# (B)(4) implanted:(B)(6) 2016 explanted: (B)(4)2019 product type lead product ID 977a160 lot# serial# (B)(4) implanted: (B)(6)2016 explanted: (B)(4)2019 product type lead if information is provided in the future, a supplemental report will be issued.